Event description:
It was reported that the patient was not able to communicate with their merlin@home transmitter. The information received notes the implantable cardioverter defibrillator (ICD) product details may not have been updated to reflect the newest device for remote monitoring. The patient was to present in clinic for telemetry to be restored. There were no reported patient consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.